Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted on (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert was triggered for high superior vena cava (svc) impedance on the right ventricular (rv) lead. The svc portion of the lead was programmed off and the lead is expected to be assessed under fluoroscopy during an upcoming routine device changeout procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that a lead alert was triggered for high superior vena cava (svc) impedance on the right ventricular (rv) lead. The svc portion of the lead was programmed off and the lead was assessed under fluoroscopy during a routine device changeout procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.